Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935, implantable tachy lead, (B)(6) 2010; 4196, implantable pacing lead, (B)(6) 2010; 4456; competitor implantable pacing lead, (B)(6) 2003; 4469, competitor implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 90% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The returned device indicated a firmware error message/code.